Event description:
It was reported that the pump was alarming high pressure/rear case damage and clock battery was experienced. (Unknown/no patient injury)

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor caused the alarms. Rear case damage and clock battery were duplicated issue. Replaced downstream occlusion sensor, rear case and clock battery. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other text: b5) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.